Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. Customer¿s blood glucose level was not adversely impacted. Reportedly, customer continued to use the pump for insulin therapy.